Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/3.5 mm balloon ruptured at 12 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 75% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a 6fr terumo introducer sheath for vascular access, a route 0.014" guidewire and a 7 fr mach1 fl4 guide catheter to cross the lesion. The maverick2 monorail balloon was being predilated and slight resistance was met with insertion of the balloon. The maverick2 monorail balloon was removed and replaced with another maverick2 balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.